Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient overrode dosage recommended by bolus calculator feature).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 26mmol/l with large ketones, nausea, dizziness, and symptoms of dehydration. The patient was taken to the emergency room. The patient was treated with IV fluids. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd match active basal program total, the basal history matches the active basal program settings, the bolus totals match and all boluses are recoded as programmed. Cs determined that the patient overrode dosage recommended by bolus calculator feature. Cs is referring the patient to their healthcare professional for diabetes management. This report is being made due to the bg excursion the patient experienced that resulted from overriding dosage recommendation by bolus calculator.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: the black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the user's programmed basal rates. The pump passed delivery accuracy test; it was found to be delivering within required range and delivering accurately. An ezcarb and ezbg bolus were manually calculated ; the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. Investigation was unable to duplicate the complaint. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. A base crack was also observed between the case seal and the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.